Manufacturer narrative:
The facility discarded the product, therefore, product eval cannot be performed. The lot history review concluded that the product met all specifications for release.

Event description:
The user facility in (B)(6) reported that the tip of the trocar was bent. The product was discarded. No pt injury occurred.